Event description:
Hospital reported a pt received a tissue injury/burn right ear during tympanomastoidectomy and tympanostomy tube placement procedure performed with surgical microscope on date unk. Bleb (1 cm - 1.5 cm) was noted on posterior right ear during post-op visit on date unk. Medical intervention reported as unk.

Manufacturer narrative:
On (B)(6) 2011, a MFR service rep performed an on-site preventive maintenance of both microscope s/n (B)(4) at the hosp. This included safety function tests, confirmation uv filter was in place and that the light intensity filter was functioning properly.